Event description:
It was reported by rn that there was a gas loss alarm in cardiosave intra aortic balloon pump during use, there was no patient harm or injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Getinge emergency support team then had customer press and hold the iab fill key for 2-3 seconds, press start, and check again to make sure there was no blood or discoloration in the helium tubing. This resolved the gas loss alarm. Getinge emergency support team reviewed the nature of this alarm and different clinical possibilities. The most likely cause was the patient¿s peep while ventilated. (B)(6) and I discussed the proper way to troubleshoot this alarm should it occur again: check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Getinge emergency support team gave customer the direct contact information. Getinge emergency support team encouraged customer to call back should the alarm go off several times in an hour so we could troubleshoot it together. Getinge emergency support team did not receive a follow up call the remainder of my shift. No repair information available. In future if we receive any repair information will reopen and update the investigation.